Event description:
It was reported that this inflatable penile prosthesis (ipp) was not operating as intended. The cylinders would inflate, but the pump was difficult to operate. A surgical intervention was performed and the entire device was removed and replaced. No patient complications were reported.